Manufacturer narrative:
Device evaluation: one cadd solis pump was returned for investigation in used condition. A review of the event history log (ehl) evidenced the following: "on (B)(6) 2021 9:34:45 am high alarm displayed: cassette not attached properly. On (B)(6) 2021 9:34:47 am high alarm silenced: cassette not attached properly." The cassette issue reported by the customer (also evidenced in the ehl) was reproduced during functional testing. Further examination revealed that the pump had a non-reactive downstream occlusion (dso) sensor. This was causing the aforementioned alarm to occur. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The defective/non-reactive dso sensor was replaced in order to correct the reported problem.

Event description:
It was reported the downstream occlusion sensor was not working.